Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The drug name, concentration, dose, and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The event date was noted as (B)(6) 2014. This event was related to the primary device. The patient had the pump implanted/placed for her right knee. At implant, she was told she would be in for the implant and out the next day. She spent over a month in the hospital and rehabilitation (rehab). The patient stated the pump caused her more harm. Since the implant, she "lost the nerve in both feet". Her left foot was fine before the implant. Her legs were cramping. On (B)(6) 2015, they took all the baclofen out and put saline in the pump. The patient had concerns regarding leaving the pump in her body. Additional information regarding baclofen (concentration, dose, dates of therapy, and lot number), concomitant medications, medical history, actions/interventions, causality of symptoms, and resolution of symptoms was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional indicated that the patient experienced pain in the legs. Compatibility guidelines were requested for an MRI (magnetic resonance image). It was unknown if there was a problem with the device or therapy. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, and if the issue resolved. If additional information is received, a follow-up report will be submitted.